Manufacturer narrative:
Fields updated: b4, f6, f7. The manufacturer attempted to retrieve additional information on the event, but no further information has been received to date despite the attempts. As the device was not returned for analysis and the serial number remains unknown, no further investigation is possible at this time. Based on the available information, the manufacturer is unable to establish a definitive conclusion for the reported event. The root cause of the explant and aortic regurgitation remain unknown at this time. Should further information be provided in the future, the manufacturer will re-assess the event and provide an update to this reporting activity.

Event description:
The manufacturer was notified that a patient received a perceval valve in (B)(6) 2019, which was explanted in (B)(6) 2019. Severe aortic regurgitation was identified prior to the re-intervention.